Manufacturer narrative:
(B)(4). This complaint is part of a retrospective review as part of a remediation related to (B)(4). Covidien¿s investigation identified two possible root causes for the device failure. The hub divider shifting distally within the hub or the inflow tube expanding or rupturing. Corrective actions have been implemented. A spacer was added to prevent the hub from shifting. Additionally, the inflow tube material was revised. The new inflow tube is made from polyimide, which results in inflow tubes with more strength reducing the likelihood of expansion or rupture.

Event description:
The customer reported that during a percutaneous ablation the generator gave a temp alert after 2 minutes at 100 watt. The water flow was disrupted and the generator did not continue after the flow was partially restored. A new antenna was used to finish the procedure. The product was not resterilized prior to the incident. The patient was not injured or jeopardized. No extension of the surgery time.